Event description:
It was reported that a revision surgery was performed due to pain and stiffness. Surgeon determined wrong sized patella had been chosen and implanted.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no clinical information has been provided for inclusion in this medical investigation. Should any additional clinical information be provided this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause for this event is likely a sizing / fit issue. Based on this investigation, the need for corrective action is not indicated.